Event description:
This right iliac artery balloon angioplasty and stent implantation procedure was performed in (B)(6). This product was used in the right iliac artery of the patient. The protege everflex would not deploy further after the stent deployed partway. It could not be retrieved or taken out. The protege everflex stent was extended to the contralateral iliac artery and then undeployed stent broke. Medical intervention was required; re-intubation/re-cannulation needed. The surgery time was extended; stent was tested and flushed with saline.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.